Manufacturer narrative:
H3: analysis of the product ID: 97745nt, serial# (B)(6), revealed replaced main board due to corrosion/liquid damage causing charging /power/connection issues. Replaced lcd due to corrosion/liquid damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was unresponsive and won't come on. Patient mentioned they noticed the controller being unresponsive today. Patient mentioned they had back surgery in january that was not related to any complications with their implant and have not used their stimulator since then. Patient mentioned they were having pain since the surgery and decided a week ago to give their stimulator a try. Patient mentioned they were able to charge their implant. Patient stated they reset the controller and tried aa batteries but the controller would not power on. Agent instructed patient to check for damage; patient noticed visible damage to the li battery pack contacts, controller, recharger and ac power supply. Patient noticed the li battery pack contacts were corroded and they mentioned they cleaned the contacts with a brush. Patient mentioned the controller compartment pins were corroded and they cleaned the pins with a brush. Patient mentioned there are pins in the controller port that look off not straight in a row. Patient mentioned the recharger plug the pins look corroded. Patient mentioned the pin on the ac power supply plug looked like it was raised a lit bit toward them compared to the other pins. The issue was not resolved. An email was sent to the repair department to replace the controller, recharger, battery pack and ac power supply.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.